Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to have a loose faceplate, the manometer was not aligned, and the on/off switch was missing the knob. Device underwent functional testing, confirming the reported customer complaint upon power up. No indicator lights were noted as a result a faulty interface pcb. Additionally, the batter holder was broken and replaced, damaged flow block as a result of a bent needle, device had a missing knob and a damaged label. Preventive maintenance was performed, and device then passed all functional testing. The problem source was noted to be user interface, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
It was reported that there were no indicator lights or alarms activated by the pneupac ventilator during the device start up. The unit was also missing an off knob and cap. No patient injury or complications were reported in relation to this event.